Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 140 units of insulin during the load sequence. Additionally, it was reported that a cartridge alarm 16 occurred. Reportedly, a new cartridge was successfully loaded after the pump was reset. Customer¿s blood glucose level was "over 400 mg/dl".